Event description:
The customer observed system cross check errors for five pt samples processed using the engen laboratory automation system. This may result in a sample ID being associated with an incorrect sample and the corresponding assay results. The customer re-processed all five pt samples prior to reporting results. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. (B) (4).

Manufacturer narrative:
The investigation determined that multiple pt samples processed on the engen laboratory automation system were associated with an incorrect sample ID that may have lead to the sample ID being associated with an incorrect sample and the corresponding assay results. The customer identified the samples as the engen system posted cross check errors for the samples when the sample tubes exited the system. The root cause is unk. However, poor barcode label quality and/or other customer practices for labeling the sample tubes cannot be ruled out.